Manufacturer narrative:
(B)(4). Date sent: 04/29/2021. D4: batch # u5eh2f. H6: component code = mechanical (g04). H6: component code = others (g07). This is an analysis for a photo submitted for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a staple line in the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Also, some clips can be seen support the tissue. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to the pi lab for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with five reloads present. The reloads were received unfired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door was out of position; the lever was down. The device was tested for functionality in the straight position with a test reload and it was difficult to load the returned reload into the returned actual device, hard force was used to fully seat the reload in to the device, the device achieved its complete firing sequence, the staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. It should be noted that product failure is multifactorial. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that malformation of at least 2 staples within a blue reload (second shot). The dr. Waited 15 seconds before firing with psee60a. The echelon presented difficulty in positioning all the reloads, especially in blue.